Event description:
Ous MDR - after an implant duration of about 3 years oversensing with artifacts was reported. No inappropriate shocks were delivered. No adverse pt side effects were reported. The lead was abandoned and remains in the pt's body. A new lead was implanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. With regard to the issues mentioned in the complaint description, the root cause of the clinical observation could not be determined from the information available for analysis.